Manufacturer narrative:
Conclusions: based on the received information from the field, the reported decrease in performance seems to be related to the increased ground path impedance, which is very likely caused by bone growth around the reference electrode contacts. In addition in situ measurements show two channels involved in a short circuit. Due to the device's received status the short ciruit could not be reproduced during investigation. Damages found during investigation are attributable to the removal surgery. This is a final reprot.

Event description:
The hearing performance was reportedly affected. The user was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The hearing performance is reportedly affected. A re-implantation surgery is planned on (B)(6) 2021.